Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk) during transport, the device's controls stopped functioning. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.